Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR has been referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided the root cause of the discrepant values cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. Neither the times of the measurements nor of the fainting were provided. No corrective action will be performed as system failure could not be confirmed.

Event description:
The reporter called in for his mother regarding the accuracy of the cvs meter. She took a reading and received 105 mg/dl. She takes insulin based on her readings but thought this was a good reading and did not do any action. She fainted soon after taking the measurement. She went to the hospital and the hospital's measurement (brand unknown) was 306 mg/dl. She was treated with an IV and insulin. She has recovered and was discharged from the hospital.